Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The 7.0x120mm absolute pro ll self expanding stent system (ses) was advanced however failed to cross the lesion. The ses was removed and the lesion pre-dilated with a 5mm balloon. The ses was then advanced again to the target lesion however the thumbwheel jammed and the stent could only partially deploy. The ses was removed with the stent and the procedure was abandoned. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a query of the complaint handling database for the reported lot revealed there is no indication of a product quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.